Event description:
Analysis of the returned device found that the coil had detached prematurely from the pusherwire. There was no patient involvement.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Visual analysis of the returned device showed that the main coil was not attached to the distal end of the delivery wire and was completely stretched. The coil appeared to have broken off of the delivery wire. The delivery wire was bent at 68 and 97 cm from the proximal end. Functional analysis was unable to be performed due to the damages noted to the device. The investigation concluded that it is likely procedural factors caused the performance of the device to be limited. Therefore a root cause of operational context was assigned.